Event description:
It was reported that during a spinal surgical procedure, it was observed that the hose was "cracked at the end furthest away from the hand piece" on the motor device. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. No injuries or medical interventions were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was received for evaluation. Reliability engineering evaluated the device. A visual assessment was performed and the reported condition was confirmed. Evidence indicates this was due to mishandling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device manufacture date was inadvertently not reported in the initial report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.